Event description:
Consumer alleges the seat hangs forward too much and his feet don't rest right on the footrest and his foot allegedly got stuck in wheel

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.